Manufacturer narrative:
In the user facility medwatch, it was noted by the user facility that copious amounts of fluid were found under the table. A steris service technician arrived onsite to inspect the table and found the power supply was damaged resulting in the reported event. The technician observed evidence of fluid intrusion and corrosion on the power supply and table not properly draped. The cmax surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. In the event the amount of fluid present during the procedure exceeds the ipx4 rating, it is the user facility's responsibility to ensure the table is properly draped and/or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the cmax surgical table. The table was installed in 2007 making it approximately 15 years old and is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The technician replaced the power supply, tested the table, confirmed it to be operating according to specification and returned it to service. The technician counseled user facility personnel on the proper use and operation of the cmax surgical table, specifically properly draping the table to prevent fluid intrusion. No additional issues have been reported.

Event description:
The user facility reported via user facility medwatch 2100330000-2022-8007 that smoke was emitting from under their cmax surgical table during a patient procedure. An employee immediately unplugged the table and the smoke dissipated. The patient was transferred to a new table and the procedure was successfully completed. No report of patient harm or injury.